Event description:
It was reported when using the bd pyxis¿ anesthesia station es system needed to be restarted every day for patients to show up and the users had login issue as well. The system had to be restarted for all the drawers to be unlocked. Also, it did not allow any patients temp to be added as well. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA: 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had login issue due to database issue. A field service engineer cleared up space on c drive and database clean and complete btx (balanced technology extended) to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.